Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If the products will be returned, lifescan will evaluate them and, if they do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on may 22, 2008 and alleged that the one touch ultra 2 meter was giving inaccurate high results. A medical affairs specialist is classifying the complaint based on available information, as the patient could not be contacted by phone to obtain the additional information. The patient reported blood sugar results of 175 mg/dl on the reported one touch ultra 2 meter and 125 mg/dl on another meter, performed within less than 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 30%. The patient indicated that the reported issue started in 2008, at around 7:00 pm. She reported about feeling sweaty and frequent urination sometime after the issue. She also mentioned about taking an increased dose of a diabetes medication, glyburide 5 mg at the time of concern. She denied receiving any other medical intervention due to the reported issue. She had tested her blood sugar on another device sometime during the issue and had reportedly received a reading of 125 mg/dl. The customer service agent (csa) verified that the patient was using correct technique to test and to clean the puncture area, she was reading the meter right side up, the sample was drawn from an approved source, the test strips were in good condition. The patient had lost the reported meter and was unable to verify whether the meter was coded properly or not. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient alleged that she had developed sweatiness and frequent urination, which could be associated with hypoglycemia and hyperglycemia after the reported issue.